Event description:
It was reported that the patient underwent a posterior spinal fusion at l1-l5 skipping l3 to treat a compression fracture at l3. It was reported that the l1 screw cutout its caudal endplate. The patient will undergo a revision surgery.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.